Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The insulation of the distal end cover was less than the threshold value. The distal end cover was cracked. The adhesive of the bending section cover was separated. The bending tube metal braid had cutting wire. The angulation was less than the specified value. The image from the colonovideoscope was tilted. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water channel of the colonovideoscope was not working. The issue was found during a colonoscopy procedure. The device was inspected before use. The procedure was completed with a similar device. There was a delay of few minutes due to change of scope. The device was returned, and an evaluation revealed presence of foreign material in the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.